Event description:
It was reported that a malfunction occurred, identified by code malf 9. The customer's blood glucose level exceeded 500 mg/dl, but the specific value was not displayed. There was no immediate action taken by the customer. Technical support provided guidance to reset the pump, which successfully prevented the malfunction from recurring, allowing the customer to continue using the pump.